Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 275cc saline breast prostheses that bilaterally deflated after implantation. Deflation of the patient¿s right breast prosthesis was initially reported. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the left breast prosthesis had deflated as well. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 02-jul-2021, mentor received additional information about the event. It was reported that the patient¿s left breast prosthesis was intentionally deflated during explantation surgery. Manufacturer¿s reference number: (B)(4).